Event description:
It was reported that the customer was hospitalized due to low blood glucose levels under 20 mg/dl. The customer had been experiencing erratic blood glucose levels for the past three to four weeks. Troubleshooting was preformed, and the insulin pump was programmed correctly. It was reported that the customer ws not comfortable using the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.